Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep changed the reference electrode from 0 to all other 15 electrodes. Upon changing the reference electrode, it was found that all other electrodes were in range. Only electrode 0 was suspect and out of range. The patient was reprogrammed without using electrode 0. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the first four electrodes had out of range impedances with electrode 0 as a reference. It was reported that every impedance was over 10,000 ohms with electrode 0 as reference. No symptoms or complications were reported.